Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the suspect device. Visual inspection and pressure testing confirmed the valve was functioning properly and within specifications. The event could not be duplicated. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery the safety valve in the vent circuit did not work properly. The product was changed out and the surgery was completed successfully.